Event description:
User reported instances where upon initial power up to monitor pt, device displayed "analysis system fault". User power cycled the device and the condition cleared. There was no adverse effect to the pt reported. Investigation by MFR was unable to duplicate reported event.